Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 11/2021).

Event description:
It was reported that after two unsuccessful attempts of the chronic catheter repair, the patient allegedly developed recurrent bacteremia as the blood culture confirmed urosepsis (klebsiella pneumonia), however, no growth was identified on the cultured catheter tip. Reportedly, broad spectrum antibiotics (piperacillin/tazobactam) were administered immediately and then switched to cefazolin based on antibiotic sensitivity which resolved the infection; the catheter was removed. The patient was stable post procedure.